Event description:
Information was received that per the physician, the cause of the increase in seizures was unknown but it was not believed to be related to the vns. Seizure frequency was lower than pre-vns levels. No other relevant information has been received to date.

Event description:
It was reported that the patient went to the ER due to an increase in seizures (5-7 seizures). The patient's wife stated that she used the magnet during the cluster of seizures and the patient didn't cough like he usually does. This caused them to believe the device was dead or not working properly. The patient was released from the hospital the next day and then had a follow up appointment with the neurologist. At the appointment it was noted that battery and diagnostics were ok, and settings were increased. It was noted the patient had no additional seizures at that point. It was noted that the doctor did not provide any insight as to what the cause of the increase in seizures may have been, but she did provide the patient with a new prescription for nasal rescue medication. No other relevant information has been received to date.